Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected no errors around this time of the event. The service engineer fixed the base latches and the axle chain on the same day. After the base latches and the axle chain were fixed the system recovered. The service engineer tested the system and the intermittent behavior was eliminated. After hardware readjustment there were no further issues reported and the system works as intended. The manufacturer is not considering further actions resulting from this event as the occurrence rate of the identified cause has been checked and no error accumulation has been identified.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The user reported that when letting go of the c-arm, it would rock back and forth. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.